Manufacturer narrative:
Fowler clutch and footboard. Conclusion: footboard cracking is attributed to customer mis-use.

Event description:
It was reported that the fowler of the bed was drifting. Allegedly, the footboard was also cracking. No injury was reported.